Manufacturer narrative:
Age/ date of birth: unknown, information not provided. Gender/ sex: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had posterior capsule tear. No further information was provided.

Manufacturer narrative:
Additional information received states upon review of the surgery and risk for patient the lens was implanted when the tear was discovered and the lens would not sit hence removed. There is no indication on any documentation the tear was attributed to the lens implantation process or related to any defect in the product. When the wasted product was sent back to the clerk with did not work description, it was interpreted as defective lens. Device evaluation: no product defect so product return was not required. Therefore, there was no complaint against the lens reported. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on 02/10/2020. Device evaluation: the return sample include packaging component (folding carton) and device pcb00. The plunger and push rod were partially advance and not locked as per procedure indications. The lens was observed stuck in cartridge, no damage to cartridge tip was observed. The complaint issue could not be verified. Based on the visual evaluation of the returned unit, it could not be determined that the cause of the issue reported is related to the manufacturing process since there are indications the unit was handled and prepared for lens insertion at the surgical stage. A product quality deficiency could not be determined. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.